Event description:
It was reported that the ilet screen was unresponsive and visibly cracked after the device was dropped, and a replacement was arranged with shipping and return instructions provided. Symptoms included no injury and no reported adverse clinical effects. Outcomes included the user transitioning to backup therapy until the replacement arrives and continuation of cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and education, confirmation of serial number, delivery timeline, return logistics, data sync guidance, shutdown procedure, and notification that data would not transfer and that startup would be required on the replacement. Investigation of this case revealed physical damage to the display consistent with user handling and impact, resulting in impaired screen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.